Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system shows a gradual increase in the low voltage impedance. Technical services (ts) discussed this is likely consistent with slight system migration or weigh changes since implant. It was advised to perform defibrillation threshold (dft) test to reassess the system efficacy and to investigate the lifestyle of the patient to determine the cause of the impedance observations. It was also mentioned to consider performing x-ray and compare with implant. The s-ICD system remains in service. No adverse patient effects were reported.